Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was admitted to the hospital due to preeclampsia. While being at the hospital a fingerstick was taken and the cgm reading was 294 mg/dl, and the blood glucose reading was 405 mg/dl. The patient experienced being lethargic, tired and thirsty. The patient was treated with intravenous insulin. When the event was reported 2 days after it occurred, the patient was still at the hospital, was in labor, and it was unknown when the patient would be discharged. At the time of the report the patient would have still been lethargic and tired, even though it was unknown if this was due to the experienced hyperglycemic event. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.